Event description:
It was reported a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized the same day as onset of the peritonitis event. On an unreported date, the patient began treatment with intraperitoneal (ip) amikacin injection bag 250 mg immediately (stat) and 125 mg, once daily and ip fortum injection 2 gm once daily for peritonitis. Two days after hospital admission the patient passed away in the hospital. The cause of death was reported as continuous hypotension. It was not reported if pd therapy was ongoing until the time of death. It was unknown if the patient recovered from this peritonitis event prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.